Manufacturer narrative:
Investigation: the customer is investigating the ward, donor, and other possible sources of the infection and stated there may be various other things involved, other than the transfer bags. Product information of transfer bags involved in the event: description, transfer bag 150 ml, bb*t015cb, 41201 f2, 11/2017. Transfer bag 300 ml, bb8t030cb, 140613 f2, 05/2017. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported bacilli contamination in blood products collected from an apheresis donation. The product was collected on a trima machine and split into three transfer bags. Bacilli was detected in all three transfer bags. Other details regarding this event are not available at this time. It is not known if the products were transfused. The disposable set is not available for return for investigation.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation is in progress. A follow-up report will be provided.

Manufacturer narrative:
The transfer bags were not returned for evaluation. A sterility test was performed on three retention samples with negative test results. The manufacturing and testing records were reviewed with no issues noted. No similar report shave been received in the past three years. Because information from the customer through the distributor indicated testing did not indicate bacterial contamination, there is no root cause for this incident. If there had been bacterial contamination confirmed, sources of bacterial contamination include but are not limited to patient connection to the disposable set (venipuncture), post-processing laboratory practices and handling, and/or storage procedures.

Manufacturer narrative:
Investigation: the customer stated that the hospital is keeping this event confidential and is investigating various possible sources of infection. The customer stated that they do not know the cause of the contamination and is investigating at their site. The customer also stated that they will not be providing any further information to terumo bct. Since no product was available for return and no information about the bacterial contamination could be obtained from the customer, the specific failure mode could not be determined. No testing information was provided to indicate the type of bacteria alleged in the product. Per internal documentation, the devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of </=10-6. Additionally,a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. Root cause: the sterility assurance system employed at terumo bct ensures the device is not the source of contamination. Sources of bacterial contamination include but are not limited to patient connection to the disposable set (venipuncture), post-processing laboratory practices and handling, and/or storage procedures.

Event description:
The customer declined to provide further information for the investigation such as, procedural details, patient information/outcome, and lot information.

Manufacturer narrative:
Additional information: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The distributor followed-up was the customer and confirmed that the customer performed a bacterial culture on the product and transfer bags. Bacterial culture resulted in negative test results, therefore, no bacterial contamination occurred.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.